Manufacturer narrative:
Evaluation summary: the analysis results found that the ace36p device was returned in good condition. The device was tested with a gen04 and was functional. No anomalies with the switch buttons were noted. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the instrument did not work properly. There was no adverse patient consequence.